Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had lost alternating current (ac) power, but it did not alarm the mpu did have a v-lock connector on the ac power cord, and the cord did not come loose from the wall outlet nor the back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged and a new loaner mpu was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) and the unit not alarming was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6), was evaluated at the european distribution center. During the evaluation of the returned mpu, the system powered up as intended and passed all tests per mp, heartmate mobile power unit service process. There were no alarms were active; the reported issues could not be reproduced. Preventative maintenance was performed, and all old labels were cleaned and removed. The unit was returned to the rental pool. Additional information provided stated that there were no log files available, the mpu has a v-lock connector on the ac power cord, the ac power cord did not come loose, and there was no loss of power to the house. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.